Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1113 (invalid test results, read value) from time to time while running patients' samples on the axsym digoxin iii assay. There was no impact to the patients' management reported.